Event description:
It was reported that the atrial lead exhibited noise. It was suspected that the noise may have been produced by friction between the atrial and ventricular leads.

Manufacturer narrative:
Na